Manufacturer narrative:
The referenced device will not be returned for evaluation, as it was reported that the system was utilized for subsequent procedures where it performed as expected with no report of any operational issue. In lieu of the device return, review of the data files will be performed and the results of the device history record review, complaint investigation and conclusion will be communicated in a follow-up submission.

Manufacturer narrative:
The device was manufactured 18 dec 2013, and review of the device history record supports that there were no non-conformances noted for any reason. The device was not expected to be returned for evaluation; however, data downloads and screenshots from the event were provided and reviewed by the algorithm subject matter experts for flotrac system and clearsight technologies. The data from both devices was time synchronized; the mean arterial pressures of both devices matched well, therefore it is surmised that the cardiac output (co) is related to the performance of the co algorithms of both technologies. The time resolution of the data was five (5) minutes, which negatively impacted the ability to determine the effects of the separated events involved in this report; specifically, the change to steep trendelenburg position immediately followed by pneumoperitoneum. With the reported clinical scenario, although they may differ, a normal physiological range was observed for both devices. Any intervention based on the noninvasive data would most likely not have been different from an intervention based on invasive data; therefore, there was no additional risk for the patient. With the limited information available, no conclusive root cause could be arrived at, and it remains uncertain whether a change ¿may be expected,¿ is applicable for the reported event. Based on the investigation, no further actions can be assigned at this time.

Event description:
It was reported that clearsight system did not detect the same values as the flotrac. No patient compromise was reported and no additional system-related devices were identified as suspect. A cystectomy with laparoscopy, accompanied by insufflation of carbon dioxide gas into the abdominal cavity was being performed when the doctor made the decision also place a flotrac; the patient was going to the reanimation unit after surgery for the purpose of evaluating the clearsight system (prior to the reported event, the doctor had not observed the system). When the surgery began, while the procedure progressed well, when the insufflation of gas into the abdominal cavity was performed and the patient was positioned into an extreme trendelenburg position, the flotrac modified the co and sv, but the clearsight did not reflect any change. Clearsight values in a concrete moment: co 2,8; sv 38. Flotrac values in that concrete moment: co 4,1; sv 58. The flotrac detected the changes, but the clearsight, although it presented a good pressure curve; the heart beats detected were acceptable and the physical was working well during all the surgery, failed to detect hemodynamic changes. Moreover, the resistances were also dissimilar: 900 for flotrac and 2190 for clearsight. When the surgery was concluding and the surgeons removed the gas, the flotrac adjusted accordingly to a normal co and sv, but the clearsight maintained the same parameter values as those from the beginning. After the exsufflation, all displayed values were accurate: flotrac: co 3; sv 36. Clearsight: co 2,9; sv 35. Regarding the patient status, during the surgery, the patient was very stable and after the surgery the patient status was as expected - there was no need for patient transfer to the reanimation unit. Additionally, it was reported that the clearsight monitor functioned as expected in subsequent surgeries. In the anesthesiologist opinion, the clearsight may have limitations in surgeries as reported in this event. Additionally, the anesthesiologist stated that each surgery needs a different kind of monitoring device and he concluded that since there are known procedures in which clearsight would not be appropriate; such as cold fingers or vascular patients, perhaps cases such as the one reported in this event should be considered as well - although the flotrac utilizes the radial and clearsight in the digital arteries, perhaps there should be some mechanism which may compensate for these differences. (B)(4)